Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The main ground bus resistance was measured from door post to power entry module ground prong and encountered resistance of 157 milliohms. An inspection of the door post encountered a loose door post screw. Tightened door post screw and re-measured main ground bus resistance from door post to power entry module ground prong and resistance measured 7 milliohms. The assignable cause for the rite electrical test failure of ground bond was determined to be caused by poor connection. Device did not meet specification. Baxter will continue to monitor similar reports to determine if further actions are required.